Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced pain in the needle puncture site after removing the sensor from the arm. She went to a doctor's clinic to have it checked. No diagnostic testing was done and the needle puncture site was only examined by a physician's assistant by taking a closer look at it. The noticed that the needle puncture site turned pink, not red. The patient was prescribed an oral antibiotic-keflex 500 mg for 7days. The patient said that the antibiotic kicked in after 3-4 days and the pain was gone before she finished the prescribed 7days. The patient reported doing fine as of the time of the call. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.